Event description:
Reported, received from a facility in (B)(6) states that above 3000 cut per minute rate, the cutter would not cut. There was no injury to the patient.

Manufacturer narrative:
The device was requested but has not been received. The sterilization and lot history records were reviewed and found to be acceptable.